Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient faced an event of pain at site and high blood glucose level on 19-may-2024. Patient reported that insertion site area became reddened, hard and sore due to pain. High blood glucose issue was resolved after use of new insertion site. No further information was available.